Event description:
It was reported that during procedure, poor sensing and capture thresholds were observed. Once lead was sutured down and device was connected, high impedance was noted. X-ray found that the helix was not fully extended. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text: device evaluation anticipated, but not yet begun.